Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements most likely due to calcification. This lead remains in service. No adverse patient effects were reported.